Event description:
It was reported that the device misfired. The customer used another device to complete the case with no pt consequence.

Manufacturer narrative:
Evaluation summary: the instrument was returned with the cartridge cover broken off and separated. The instrument was cycled and ejected the remaining clips due to the cartridge cover condition. Although no conclusion could be reached as to how the cartridge cover became broken, it should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.